Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarms were noted during testing. No unexpected beeping or alarms occurred during testing. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 2369 mg/dl. Customer had treated their blood glucose with a syringe of insulin. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.